Event description:
It was reported that prior to procedure, the generator had many issues loading. It reported errors without connecting any device. Once it stopped, a disposable delivery device was connected but it could not complete a cycle. The procedure was not completed due to this event. The patient was sedated prior to the procedure being rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that prior to procedure, the generator had many issues loading. It reported errors without connecting any device. Once it stopped, a disposable delivery device was connected but it could not complete a cycle. The procedure was not completed due to this event. The patient was sedated prior to the procedure being rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Based on additional information received, it was determined that the main issue during the reported event was with the generator, thus the complaint record device has been updated. Updated block d2a: common device name. Updated block d2b: pro code (product code. Updated block d4: model number. Updated block d4: lot number. Updated block d4: catalog number. Updated block d4: expiration date. Updated block d4: serial number. Updated block d4: unique identifier (UDI) #. Updated block d9: device avail for evaluation?. Updated block d9: returned to manufacturer date. Updated block g1: manufacturing site. Updated block h2: if follow-up, what type?. Updated block h3: device eval by manufacturer? Updated block h4: device manufacture date. Updated block h5: labeled for single use? Updated block h8: usage of device.